Event description:
It was reported that the patient presented for an implant procedure. During the procedure, prior to implanting the right ventricular (rv) lead, it was noted that the helix exhibited failure to extend and failure to retract. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix bent and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued and the helix was bent/damaged consistent with procedural damage. The cause of the reported event was isolated to the over torqued of the inner coil and helix being damaged and clogged with blood.